Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.0/2.5/93 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a longer length lens due to low vault. This resolved the problem. Cause reported as unknown.